Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for stent post-dilation. However, on initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for stent post-dilation. However, on initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the xxl is the balloon that was intended for pre-dilation and post dilatation for iliac veins and the wallstent.